Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Per biomedical engineer he replaced the data acquisition to motor controller cable to address the reported problem.